Event description:
It was reported an error occurred during power up of the programmer. It was also reported the file allocation table is bad, drive d:. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis was not able to confirm the reported event. Analysis found the programmer display has a blank screen with a flashing cursor and not able to pull patient information; hard drive found out of electrical specification. Analysis also found the system fan is noisy and analyzer bay door cover is missing.